Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device for evaluation, and a failure analysis (fa) investigation was completed. Per the investigation, the reported failure regarding an issue with instrument engagement and recognition could not be replicated and was not confirmed. A visual inspection was performed. The arm was installed onto the system and powered up normally. A sine cycle test and test drive were performed, with no issues noted. Tests performed via matlab passed. The sa release assy will be replaced as a precaution.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer was facing an issue with patient side manipulator (psm) 2. The nurse stated that they were unable to insert an instrument onto the psm, despite trying 2 different instruments. The technical support engineer (tse) asked the nurse to remove the instrument and to try to move the carriage down, however, "at a certain point, there was a blockage." The nurse stated that they thought there was a damaged cable, and "the psm2 was not usable." The operating room staff could not resume the procedure with 2 arms, and they decided to convert the procedure. They also requested a visit by their field engineer to resolve the issue. Intuitive surgical, inc (isi) followed up with the initial reporter, a nurse who was present in the procedure, and the following additional information was obtained: the surgical procedure was converted due to a technical issue that occurred in the middle of the procedure, during the clamping of the artery during a nephrectomy. Psm 2 suddenly became impossible to use. The instrument attached to the arm did not descend into the trocar. The system was restarted twice, but the problem was not resolved. The arm got stuck, it was impossible to lower the instrument, and the arm was blinking amber. The surgery was in progress for 25 minutes when the problem occurred, and it was converted to laparotomy. As a result of the conversion, the incision was increased by approximately 25 cm. The problem caused a procedure delay at a critical moment of the procedure. The vein and the artery of the left kidney was clamped at that time. The clamping time was 40 minutes. Per the nurse, there were no intra- or post-operative complications due to this delay. The system was inspected during removal of the drapes and there were no issues detected during set-up. The patient tolerated the change of procedure well, without further injury.

Manufacturer narrative:
Based on the current information provided, the cause of the conversion of the procedure to open was due to issues with movement of arm 2. The fse replaced the arm. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or additional information is obtained. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the damaged patient side manipulator (psm) 2 and performed the tests required during commissioning, including the electrical test. The fse also performed a complete test drive of the robotic system, with the installation of instruments and all movements, and psm 2 was operational. The system was verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparotomy after the start of the procedure due to an issue with psm 2. As a result of the conversion, the incision was increased by approximately 25 cm. The issue occurred at a critical moment of the procedure, during the venous and arterial clamping of the left kidney, and it resulted in a delay, with a total clamping time of 40 minutes. While there was no further injury to the patient, system unavailability after the start of a surgical procedure may lead to complications, due to the patient¿s inability to tolerate a conversion to an open procedure. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.